Event description:
It was reported that the patient experienced low and high blood glucose while using the ilet system and had been manually pausing insulin delivery around sensor glucose of 100 mg/dl; the patient was counseled that the ilet suspends insulin when glucose drops, expressed frustration with device use, and a factory reset was performed, after which glucose control reportedly improved. Symptoms included hypoglycemia reaching a low of 39 mg/dl and hyperglycemia reaching a peak of 288 mg/dl. Outcomes included the need for troubleshooting and user education with administration of oral glucose for low readings. Investigation included review of use patterns and device operation with guided factory reset. Investigation of this case revealed no device malfunction and suggested use-related factors, specifically frequent pausing of insulin delivery, as a likely contributor to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.